Manufacturer narrative:
The device was returned for analysis. The reported material rupture was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture as the device inflated to rated burst pressure without issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified right coronary artery that was 90% stenosed. Pre-dilatation was performed with a 2.5x15mm traveler balloon. Then a 3.5x48mm xience xpedition stent was deployed at the lesion. Post-dilatation was attempted with a 3.75x15mm nc traveler balloon at 14 atmospheres (atm) for the first inflation and then 18 atm for the second inflation, when it ruptured. The procedure had been completed at that point and nothing further was required. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.